Event description:
The customer reported that erroneous low neutrophils (ne%) and elevated monocytes (mo%) results with instrument generated flags were generated on a coulter hmx hematology analyzer for two patient samples. This report is one of two and represents the erroneous low neutrophils (ne%) and elevated monocytes (mo%) results generated on a coulter hmx hematology analyzer on (B)(6) 2011 the erroneous initial results were accompanied by instrument generated flags. The customer performed a review of the results. Upon repeat sample testing on the same instrument, five days later, higher ne% results, and lower mo% results were generated. Instrument flags were present with the repeat results as well. A manual smear was assessed. A lower mo% result was generated and regarded as valid. The initial ne% and mo% results were considered erroneous based on the repeat instrument results as well as the manual smear results. A corrected report was issued based upon manual differential results. The initial erroneous ne% and mo% results were reported outside of the laboratory however there was no death, serious injury or affect to patient treatment associated or attributed to this event. The sample was a venipuncture sample collected in a plastic anticoagulant tube. Sampling was from a primary tube. The sample appeared normal with no visible abnormalities. The repeat test was performed five days after the initial test. Per beckman coulter inc. Labeling, testing should be performed within 24 hours of collection. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls run before and after the incident recovered within assay range no specific patient information, raw data files or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, however the details of service provided is not known. The root cause for the erroneous test results is unknown. The results were flagged with system generated flags as expected. As part of a retrospective review, this event was determined to be reportable. Associated mdrs: 1061932-2011-02373, 1061932-2011-02374.